Event description:
According to the report: tip broken off after 10 minutes. A new instrument was opened. There was no report of a component falling into pt was made.

Manufacturer narrative:
(B) (4). (B) (4).